Event description:
The facility representative reported a colleague infusion pump with a "hole on the channel c display". The event was reported to have occurred upon power up. This condition had the potential to interrupt delivery. According to the hospital representative, no patient involvement, injury, or medical intervention had been reported related to the device. The user interface module software version is unknown at this time. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the condition of a colleague infusion pump with failure code c.063 keypad-phm(pumphead module)-channel c was discovered and confirmed in the pump's event history by a baxter service technician. The root cause of this condition was damaged phm-keypad was discovered. There have been no actions taken to correct this problem. Additional information: this is involving a pump with software version 5.04.00 which is categorized as unremediated. Correction: this information was omitted from the initial report.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently awaiting evaluation. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.